Event description:
Attorney alleges: in 2001, the product was discovered to have been pumping injection medication directly into the patient's body through breakages in the catheter tubing. A portion of removed catheter remains free floating in the intrathecal canal.